Event description:
During the use for a cardiopulmonary bypass procedure, the level detector module did not show up on the central control monitor. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.